Event description:
It was reported that the right ventricular (rv) lead dislodged. During the defibrillation threshold test, done at the end of the repositioning procedure, in two consecutive tests the delivered shocks were not able to interrupt the arrhythmia. The arrhythmia was terminated by external shock. The rv lead was moved to a different location and then ventricular fibrillation was successfully terminated. The lead remains in use. The patient was followed in the (B)(6) project. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. Performance data collected from the device was analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.